Event description:
Procedure: gastric bypass. According to the report: the stapler was used with seamguard. There was intraoperative bleeding at the gastrojejunostomy needing circumferential external suturing of anastomosis to attain hemostasis. There was no leak at the gastrojejunostomy during the leak test. There was approx 75ml of total blood loss during the procedure.

Manufacturer narrative:
.